Event description:
It was reported that the patient experienced frequent intermittent stimulation. The patient was admitted to the hospital for observation. The patient underwent replacement of the ipg. The patient was doing well post-operatively.

Manufacturer narrative:
Correction to the initial MDR in block b2. Analysis of the returned ipg revealed normal characteristics during the visual and functional examination. Output monitoring for 24 hours with stimulation on confirmed that the stimulation stayed on all the time. The current leakage test has verified that there is no loss of electric current, and the residual gas analysis confirmed that the case is intact.

Event description:
It was reported that the patient experienced frequent intermittent stimulation. The patient was admitted to the hospital for observation. The patient underwent replacement of the implantable pulse generator (ipg). The patient was doing well post-operatively.